Manufacturer narrative:
The reported cable device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As preventive measures, the cable instructions state, ¿do not use the hf cable after one year of use.¿ ¿visually inspect the cable and the plugs for irregularities on the surface.¿ and ¿do not use a cable with brittle or defective insulation. Replace the cable.¿ the instructions also warn, ¿use only compatible equipment¿ listed in the instructions, and ¿the maximum output voltage of the hf unit must not exceed the lowest maximum rated voltage of any of the hf components used during the procedure.¿

Event description:
Olympus was informed via medwatch report (B)(4) that during a cystoscopy/bladder resection for removal of a bladder tumor, the monopolar probe cable sparked and smoked at the generator end after it was plugged into the generator. No one was touching the cable at the time. Surgery was temporarily paused to verify that there was no injury to patient or staff. A new monopolar probe with its own cable was used to finish the procedure. The cable and equipment, and connections, had been inspected beforehand with no anomalies found. The cable was in use for less than a year.